Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will evaluated.

Event description:
Allegedly, device implanted in right side failed due to micro-motion, fretting and corrosion, creating pain and physical impairment. All products revised.